Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The source of the issue was determined to be an accessory power cord that was in the floor behind the cx. This cord had gotten wet and started the issue. The cx system was not involved in this event. The fse repaired a slow water leak from the customer's water system and mounted clips on the wall to keep this power cord off of the floor. The event is therefore related to another unrelated device. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported noticing the smell of wire burning from the synchron (B)(4). The customer performed a complete system shutdown. The customer then observed sparks emanating from under the system upon a fresh restart. The customer then shut the system and unplugged the system from the power source. No injuries were reported.